Event description:
The customer contacted baxter's technical service center to report an issue of use error due to a confusing screen prompt which occurred on home choice (hc) during set up. The home patient (hp) was being trained. During the screen prompt "connect bag/open clamps", the hp opened all clamps on all lines before connecting to the fluid bags. The hp was informed that this was not correct and amended the procedure to make sure the hp does not open all clamps and only open the relevant ones at the correct time. The caller stated that this screen prompt was confusing for new patient training. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for use error was confirmed on the phone. The assignable cause was use error- the patient opened the clamps on the solution bags prior to connecting the solution bags to the disposable set. A service and device history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate related to this incident.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation. A follow-up MDR will be submitted if additional information is obtained.